Event description:
It was reported that the device was explanted after an implant duration of approximately 62 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
On 09/17/2009 (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to pulmonary stenosis. The operative report was also provided. It was also noted that the device was disposed of; therefore, it is unavailable for evaluation.the device history record (DHR) review was completed on 09/29/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of six months prior, at the end of the operation, "the patient was transported from the operating room with the chest open to instensive care unit with sponges packed in the mediastinum in crtical, but stable condition."